Event description:
During an unknown procedure, the fast-fix 360 curved ndl delivery sys device suture broke. The first suture broke and, with the following 2 devices there was a premature deployment (the 2nd t came out with the 1st one). Ts were removed manually from the patient. Additional devices were available to complete the procedure. This incident did not result in any patient injury.

Manufacturer narrative:
No product returned for evaluation. Evaluation, method: no product returned for evaluation. Conclusion: no product returned for evaluation. The devices in question are not being returned for review; therefore a definitive cause of the failure cannot be determined. A review of manufacturing records was performed and no inconsistencies were identified. A complaint history review did not identify any additional complaints for the lot in question. No further investigation is warranted at this time. (B)(4).